Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient turned around, their monitor swung, the patient lost balance and fell and broke their hip. There was no alleged device malfunction contributing to the injury. The patient reported that they were in the hospital recovering from hip surgery. Follow up indicated that the injury improved.